Event description:
Radiological c-arm was in lateral position moving towards sp when at approximately 18 degree angle, the image intensifier (ii) snapped off of the mount on the c-arm housing and fell rapidly. Image intensifier unit grazed pt and came to rest adjacent to the pt on the table by pt's right shoulder. Table lowered, device lifted off, pt removed and evaluated for injury. Device placed on table, secured for evaluation.